Manufacturer narrative:
Patient dob & weight not provided for reporting. Other UDI: (B)(4), lot number unknown. This report is for unknown nail / unknown lot number. Date of revision surgery is unknown. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes tibial nail and unknown screws on (B)(6), 2016. On an unknown date postoperatively, it was identified that the nail had broken. On (B)(6) 2017, the patient was returned to the operating room where the nail and the screws were explanted, and the patient was revised to an unknown plate construct. On (B)(6), the reporter states that the patient had a nonunion due to the broken nail. On (B)(6) the reporter stated "as best as I can remember, the nail was broken proximally in the dynamic/static slot and one distal screw was broken." There is 1 device in this complaint. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).